Event description:
A caller reported that the cartridge was not fitting properly on the pump because it was not fully snapped into place. There was no adverse impact on the customer's blood glucose level. Technical support guided the caller through inspecting the pump and cartridge and recommended cleaning the pneumatic tap area. The caller identified that the cartridge o-ring was not in place and undamaged. With assistance, the caller filled a new cartridge and completed the loading process successfully, resuming insulin delivery.